Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 1 of 4 while the patient was connected. The technical service representative (tsr) had the home patient (hp) cycle the power. The hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. The hp was not connected at the time of the alarm and had not disconnected. All of the bags were properly connected and there were no open clamps on unused lines. Nothing unusual was noted about the supplies. The supplies were not damaged by an outlet port clamp or assist device used to make the connections. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.